Manufacturer narrative:
No x-rays, scans, pictures, or physician's reports were provided. The devices remain implanted, therefore no product is available for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of six for the same event; reference reports 0001032347-2017-00609 through 0001032347-2017-00613.

Event description:
The patient reported she has some facial sweating. She states she does not have pain and the sweating only occurs when she eats. She followed up with her family doctor who told her it is probably from the facial nerves trying to regenerate. She did not give the name or dosage but states a nerve medication was prescribed. She has not followed up with the implanting surgeon.